Event description:
It was reported to boston scientific that a speedband superview super 7 was used in an unknown anatomy during a procedure for the treatment of varices, on (B)(6) 2025. During the procedure and before deployment of the bands, the bands fell off in the patient and were remove out of the patient. The procedure was completed using original method and/or device. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a150103 captures the reportable event of premature deployment. E3: occupation materials manager.